Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep checked the voltage of the power supply. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.